Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that central toxic keratopathy in the patient's left eye following photorefractive keratectomy surgery. There are two related reports for this patient. This report addresses the unknown patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Logfiles, treatment reports. Pre and post-op data was requested but not provided therefore a deeper investigation cannot be performed. The equipment was inspected during technical site visit to check for possible problems with the equipment. All points related to the equipment performance tests were carried out, such as verification and calibration of the ablation profile, energy calibration, scanner calibration, eye tracker calibration, micrometer calibration, nitrogen generator adjustment and plume evacuator air flow adjustment. Equipment in accordance with the manufacturer's specifications as per service installation record signed on twenty fourth may twenty-twenty four. According to follow-up information received from local clinical application specialist the client uses transpore, which is an adhesive tape to isolate the eyelashes and which is sterilized in formaldehyde every time the roll is used, although the client points out that he changed it for sterile tegaderm (3m adhesive) (single-use packaging) and the events continued to happen, there is a suspicion of formaldehyde contamination. No logfiles provided for the treatment date (from initial report) therefore logfile review for the reported event could not be performed and it cannot be assessed whether the energy was constant during that surgery. Root cause could not be determined based on the available information. The manufacturer internal reference number is: (B)(4).